Event description:
During a remote follow-up, failure to capture was observed on the device. It is unknown if the patient is pacer dependent. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the patient is not pacer dependent and the cause of the event was due to fusion.